Event description:
During setup for a case, it was discovered that the medline lithotomy pack had a hair in it. Manufacturer response for lithotomy pack, medline (per site reporter): they are filling a quality investigation and will replace the product.